Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix bent, extended helix and clogged with dried blood/tissue. X-ray examination found the helix was bent and overtorque of the inner coil consistent with procedural damage. Electrical testing performed found an internal short due to the inner coil shorted against the inside of the connector ring due to over-torque of the inner coil. Visual inspection of the lead did not find any anomalies with the exceptions of damages consistent with those occurring at the time of the procedure.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, an unspecified lead defect was observed on the right atrial (ra) lead. The ra lead was explanted to resolve the event. The patient was in stable condition.